Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was correctly loaded, and fluoroscopic check showed no problems. A pre-implant balloon aortic valvuloplasty (bav) was performed using a nu-med 20mm balloon. The perimeter of the annulus was 66mm. After implantation of the first valve, the patient was unstable and the crew started to reanimate. Angiography showed that the valve had embolized, or dislodged. A second valve was therefore correctly loaded and implanted. Due to the instability of the patient and the reanimation, the patient got asystole and passed away.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Other devices in use at the time of the event: product ID: l-evolutfx-2329, product type: compression loading system (cls). Product ID: d-evolutfx-232, product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that angiography showed that the valve had dislodged aortic. The deployment starting point was at the bottom of the pigtail catheter. Prior to the dislodgement, the valve implant depth was 4-5 millimeter (mm) on the non-coronary cusp (ncc). After the valve dislodged, the implant depth was -2 mm on the ncc and -2 mm on the left coronary cusp (lcc). The safari guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.